Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Name of surgery? Neuro generator lead exchange. What was the procedure date? (B)(6) 2023. Was any surgical intervention performed? No. Were any cultures taken? Results? Will ask him. Please describe how was the adhesive was applied. Overtop the mesh, with some glue extending beyond mesh margins. What prep was used prior to, during or after adhesive use? Clorahexadine/chloraprep was a dressing placed over the incision? If so, what type of cover dressing used? Unknown - will ask. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Doctor reported previous applications of cyanoacrylate with no side effects is the patient hypersensitive to pressure sensitive adhesives? Not reported. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? No screening patient demographics: initials / ID, gender, age or date of birth; bmi - male - the rest unkown. Patient pre-existing medical conditions (ie. Allergies, history of reactions) - unknown. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Male patient, I asked surgeon this question and he reported "no." Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Previous skin glue usage, but unknown whether it was dermabond product lot of product used? Will find out. Current patient status: stable. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Dermabond reaction. Is product available to return for analysis. No . No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a generator exchange for a neurosurgeon on (B)(6) 2023 and topical skin adhesive was used. The patient presented three days post-op with weeping blisters and 10/10 pain. He removed the glue and mesh and treated the patient for a week with steroids, benadryl, and additional pain medications. Very severe pain. Additional information has been requested.